Manufacturer narrative:
Concomitant medical products: 4968-35 lead; bis-is-15 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) leads had no capture in a certain configuration and at maximum outputs. The leads remain in use. No patient complications have been reported as a result of this event.